Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006659 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6006659 was manufactured according to the wi version 96 manufactured in the line multivac 14, on 16/apr/2024, with a total of 30,000 units. The convert gluing tube lot 4c02985 was manufactured according to the wi version 61 manufactured in the machine ft02, on 14/mar/2024, with a total of 6,000 units. The convert gluing tube lot 4c00339 was manufactured according to the wi version 61 manufactured in the machine ft02, on 12/mar/2024, with a total of 31,200 units. The convert gluing tube lot 4d02349 was manufactured according to the wi version 61 manufactured in the machine ft02, on 16/apr/2024, with a total of 24,000 units. The gluing tube lot 3l02533 was manufactured according to the wi version 12 manufactured in the machine lc02, on 17/nov/2023, with a total of 37,000 units. The gluing tube lot 3l05090 was manufactured according to the wi version 13 manufactured in the machine lc02, on 07/dec/2023, with a total of 37,000 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6006659 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient experienced that infusion set was leaking at quick release site or tubing on (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6006659 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packaging lot 6006659 was manufactured according to the wi version 96 manufactured in the line multivac 14, on 16/apr/2024, with a total of (B)(4) units. The convert gluing tube lot 4c02985 was manufactured according to the wi version 61 manufactured in the machine ft02, on 14/mar/2024, with a total of (B)(4) units. The convert gluing tube lot 4c00339 was manufactured according to the wi version 61 manufactured in the machine ft02, on 12/mar/2024, with a total of (B)(4) units. The convert gluing tube lot 4d02349 was manufactured according to the wi version 61 manufactured in the machine ft02, on 16/apr/2024, with a total of (B)(4) units. The gluing tube lot 3l02533 was manufactured according to the wi version 12 manufactured in the machine lc02, on 17/nov/2023, with a total of (B)(4) units. The gluing tube lot 3l05090 was manufactured according to the wi version 13 manufactured in the machine lc02, on 07/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6006659 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.